Manufacturer narrative:
Model number/catalog number: 72404155, serial number: null, batch/lot number: 516234005, model/catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient experienced infection and inflation issues with an eleven year old inflatable penile prosthesis (ipp). An surgical procedure was performed in which the existing ipp was removed. The status of the patient was said to be pending. It was further reported that the cause for the inflation issues was not identified during the procedure. The patient did not experience any known adverse events. No more information available at the moment. Should pertinent additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number 72404155 serial number null batch/lot number 516234005 model/catalog description reservoir 65 ml pc/iz

Event description:
It was reported that the patient experienced infection and inflation issues with an eleven year old inflatable penile prosthesis (ipp). An surgical procedure was performed in which the existing ipp was removed. The status of the patient was said to be pending. It was further reported that the cause for the inflation issues was not identified during the procedure. The patient did not experience any known adverse events. No more information available at the moment. Should pertinent additional information become available, it will be provided. It was further reported that a new ipp was reimplanted three months after the previous removal. No more information available at the moment. Should additional information become available, it will be provided.